Event description:
It was reported that the readings froze. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A4: weight/weight units- correction. B5: describe event or problem ¿ correction. G3: date received by manufacturer - additional. H2: additional information/correction. H10: corrected data. H6: component code - additional. Type of investigation- correction.

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.